Manufacturer narrative:
Medtronic received the following information from a journal article entitled; extensive aortic stent graft coverage for thoracoabdominal aortic aneurysm is associated with hemorrhagic complications induced by disseminated intravascular coagulation kawashima et al, ann vasc surg 2022; 78: 152¿160 https://doi.org/10.1016/j.avsg.2021.06.017. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted in patients during the endovascular treatment of thoracoabdominal aneurysm repair on unknown dates. The following adverse events were reported: thrombocytopenia, disseminated intravascular coagulation (dic), bleeding (gastrointestinal hemorrhage, petechial hemorrhage) hematoma(retroperitoneal hematoma, & mesenteric hematoma), hemorrhagic cystitis, anastomotic pseudoaneurysm, epistaxis, intervention. The cause of the adverse events are undetermined.